Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level was 152 mg/dl. A new needle was used and the customer successfully filled a cartridge to address the event.